Event description:
It was reported that a non-critical, elective replacement indicator pump alarm was heard and confirmed by telemetry. Multiple motor stalls and recoveries were also reported, the patient had reported no issues with therapy. At a recent refill, expected and actual reservoir volumes matched. The pump log showed a replacement date of (B)(6) 2012. A pump replacement was being considered. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).